Event description:
The customer reported to olympus, the channel four of the gastrointestinal videoscope was blocked. The issue was found during reprocessing. The original procedure was completed with the same device. The subject device was returned and an evaluation at the repair center revealed foreign debris protruding from the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation ¿channel four blocked¿. The blockage appeared to be black rubber like material. There were few additional findings. The adhesive of the glasses was worn out. The distal end cap was worn out. The distal end adhesive was lifting. The insertion tube has mechanical damage and minor delamination. Light guide tube had minor marks. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with a black rubbery foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.